Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. Factors that may contribute to suture detachment during knot advancement may include, but are not limited to, tensioning angle not coaxial, pushing more than tensioning the rail limb, use of forceps. The subsequent treatment appears to be related to circumstances of the procedure. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that bilateral suture placement in the right and left common femoral arteries (rcfa and lcfa) was attempted with four proglide devices using the pre-close technique prior to an abdominal aortic aneurysm (aaa) interventional procedure. In the rcfa, two proglide devices was deployed, and preplaced as intended. During knot advancement with the suture trimmer, a suture break occurred with the second suture. The suture of one proglide device was successfully placed. The sheath was upsized to an 18f, and the aaa procedure was completed. Hemostasis was achieved with the pre-placed sutures. On the lcfa, two proglide devices was deployed, and preplaced as intended. During knot advancement with the suture trimmer, a suture break occurred with the second suture. The suture of one proglide device was successfully placed. The sheath was upsized to an 18f, and the aaa procedure was completed. Hemostasis was achieved with the pre-placed sutures. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.